Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2026, the anesthesiologist reported that 2 sets were consecutively found during use. The guide wire was bent, making puncture impossible." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associate MDR numbers include: 3006425876-2026-00369.